Event description:
Endoscopy tech in cvir [cardiovascular interventional radiology] was holding a flexible cryoprobe to test it before using on a patient. He was holding the probe at end of the white overlay with right hand and the other end of wire with left hand. Other tech stepped on the erbe peddle which activates the electrical current. There was a loud pop "like a gunshot" and the wire at the end of the white part blew off as well as the white part (overlay/insulation) split in his hand. The tech felt immediate pain in his right hand and first finger - where he was holding it. He also c/o [complained of] ringing in his ears. Denied any other sensation or pain. Right hand slightly red. No other complaints. Director of endoscopy, [redacted], notified. Occupational health notified and advised ed examination. I walked tech down to ER to be examined. Manufacturer response for flexible cryoprobe, (brand not provided) (per site reporter) unknown.